Manufacturer narrative:
D2: additional code- nwb. The device was returned to olympus service center for evaluation and the customer's reported issue was not confirmed/reproduced. The device¿s visual inspection revealed scratches, chips, or deposits on electrical contacts of video connector. Also, poor pixilation (white dot) was observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, due to the presence of scratches, missing, or adherent materials at the electrical contact point of the video adapter, may have resulted in b30 of errors pointed out by the user. However, it was not possible to determine the cause of the event because there was no reproducibility of the event during the investigation. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high definition camera head produced a b30 error during pre-use inspection. The customer indicated they cleaned the connector, however, the issue was not resolved. It was reported the device was replaced with another one to complete the therapeutic procedure. There was no patient injury or medical intervention associated with this event.